Event description:
Patient reported they have stopped using the aligners because their gums are receding and a tooth is loose.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.